Manufacturer narrative:
The device was not returned, therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconformity material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Additionally, pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. The physician present during the case determined the hematoma and pseudoaneurysm were unrelated to the arstasis device. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a diagnostic case performed by an interventional radiologist. When accessing the femoral artery with the access needle a large hematoma formed immediately. Additionally, when the axera access device was advanced into the artery, first mark did not stop, but slowed. Manual pressure was held on the access site during the entire procedure to resolve the hematoma. The case was successfully competed. A 2-3 cm pseudoaneurysm that formed was also resolved with manual compression. The physician present at the case determined that the bleeding/hematoma were not related to the arstasis device but due to an issue related to the pt's protoplasm. The access was neither high nor low. The pt was not obese and there were no calcification, tortuosity or scarring noted.